Event description:
It was reported that the bd phaseal optima injector (n40-o) experienced leakage. The following information was provided by the initial reporter: material no.: 515056 batch no.: 2012310. The pharmacy tech was compounding a hd and the vial had a spiros top on the vial. She was directed to use spiros pieces to draw the drug out then luer lock an injector on the end of the spiros piece. When connecting the injector to the connector on the infusion adapter there was leakage when she infused the drug into the bag.

Manufacturer narrative:
H6: investigation summary. No photos or physical samples that display the reported condition were provided for investigation. One photo of a n35-o injector, which is different than the injector reported, connected to a spiros product and syringe was provided. There was no evidence of a leak observed within the photo. A device history review was performed for lot 2012310, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Four retained samples of lot 2012310 were used for additional evaluation. The product was visually inspected and no defects were identified. Functional testing was performed, connecting the injector to a sample syringe, protector and vial according to the instructions for use. In all cases the product functioned properly, and no leakages occurred. Product undergoes a series of visual and functional evaluations throughout the manufacturing process, including verification all critical dimensions are within specification. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal optima injector (n40-o) experienced leakage. The following information was provided by the initial reporter: material no.: 515056 batch no.: 2012310. The pharmacy tech was compounding a hd and the vial had a spiros top on the vial. She was directed to use spiros pieces to draw the drug out then luer lock an injector on the end of the spiros piece. When connecting the injector to the connector on the infusion adapter there was leakage when she infused the drug into the bag.